Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following: there was a worn-out socket slider switch causing intermittent use of high intensity mode, corrosion was inside the scope socket tubing, there was corrosion inside the air pump tubing and the olympus lamp life meter was at 403+ hours with light intensity output measuring within range. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had image issues with no error message. The issue occurred during the diagnostic colonoscopy procedure and was completed with a two minute delay with the same device. There were no reports of patient harm.